Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's implantable cardioverter defibrillator (ICD) was beeping. The patient was seen in at an outpatient clinic where review of the system revealed the ICD exhibited a high out of range shock impedance measurement of 133 ohms. The physician decided to continue and monitor the patient and no changes to the ICD were made. The ICD remains in service and there were no adverse patient effects reported.